Event description:
It was reported that during the surgical procedure the device failed to operate correctly. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on the returned piston diaphragms from the involved device and information available at dräger. The piston diaphragms were approx 1.5 years old and not the initial atlan diaphragms. The investigation identified faulty piston diaphragms as the root cause. The piston diaphragms have scratches and tears on the inside either due to incorrect handling outside the atlan device e.g. Incorrect reprocessing or due to a pinching or stucking during reprocessing. It is not plausible that these scratches occurred during manufacturing or during ventilation in an atlan device. However, the damaged membranes have been replaced onsite and the problem was solved. In general, the user will be alarmed acoustically and visually, if the self-test or the leakage test are not passed. In this case the device should not be used. In case of detecting a leakage during use, a pressure drop in the system and a loss of volume are the result. The device will alarm according to the set alarm limits. The atlan device detected and alarmed the leakages as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during the surgical procedure the device failed to operate correctly. No patient injury reported.